Manufacturer narrative:
A tear was found on the exposed portion of the soft cannula, fluid was observed exiting the tear. The cause and timing of the damage could not be conclusively determined. No other damages or defects were found along the fluid path. The downloaded data did not show any signs of struggle or pulse width increase that would indicate a failure to deliver insulin. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient's blood glucose levels reached 325 mg/dl while wearing the pod between 4 and 24 hours on the abdomen. As treatment for hyperglycemia, a correction bolus of insulin (2.6u) was delivered. The patient's blood glucose and insulin history are as follows: (B)(6).